Manufacturer narrative:
This device will not be returned; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this pacemaker was found to be in safety mode during a normal follow-up. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a normal follow-up. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.